Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
On (B)(6) 2024 a right heart catheterization was performed to investigate the dampening and assess sensor accuracy. No cause of the dampening was identified during the procedure. The sensor waveform was dampened in comparison to the catheter pulmonary arterial pressure but resembled the pulmonary capillary wedge pressure in pressure and waveform. The physician will monitor the patient by other means at this time. The sensor was recalibrated and the baseline was decreased by 12.4 mmhg.